Event description:
FDA recall of my CPAP machine: philips respironics dream scape. I have registered my machine as advised by the recall letter but they are advising that it will take up to 12 months to replace. I paid for my machine so I am supposed to just keep using it until they figure out how to replace it? Using a cancer causing product for 12 months does not seem prudent. FDA safety report ID# (B)(4).